Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse was able to reproduce the error by attempting a sorter all home operation. Fse resolved the complaint by replacing the faulty spmd board. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 25apr2021 through aware date 25may2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: sorter y-axis home detection failure. Cause: the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty spmd board.

Event description:
A customer reported error message "4041 sorter y-axis home detection" on the aia-2000 analyzer. The aia-2000 analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction for section d9: no part was returned.